Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarms which was not reproduced during evaluation but reproduced during testing. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.